Event description:
Individual has been diagnosed as having permanent hyper-sensitivity to latex, due to constant wearing of latex medical glvoes. Has suffered from hand dermatitis, welts, hives, runny eyes, and several anaphylactic shocks.